Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: neu_tlock_anchor, product type: accessory. Product ID: neu_tlock_anchor, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had experienced sharp shocking sensation around the ins pocket. It was stated that the patient had an accident that involved a car door partially shutting on her left hip and snagging her ins. She was unable to maneuver herself out of the car door secondary to her partial bilateral lower extremity paralysis/weak lower extremities. She felt¿ pop¿ and sharp stinging sensations throughout the duration of the incident. The incident lasted approximately 1-2 hours before someone came to her aid and helped "pry" her out of her car door. The patient stated that the time of the accident forward she continued to have sharp, stinging sensations around her ipg pocket that increased with increase in amplitude or movement. The patient stated her "shocking" sensations did not resolve with turning the ins off. She did have a history of complex neurological damage/deficits to both her left hip and bilateral lower extremities. She quit using the stimulation and stopped recharging. She apparently waited "two months" to talk to her physician about the issue. By that time her battery was over discharged and she had made up her mind she wanted the entire stimulation system explanted. The patient mentioned that she was going to inform the rep of her progress in the interim if her sensations resolve with the explanted product. Further information received reported that the physician explanted the ins and one complete lead and both anchors for the leads. The second lead was scarred into place so the physician trimmed the lead above the anchor and was able to retrace most of the second lead. The rest of the lead was left inside the patient. The patient status at the time of the report was alive no injury.

Manufacturer narrative:
Analysis of the lead with serial number (B)(4) did not find any significant anomaly. The leads had been cut through during surgery. Analysis of the implantable neurostimulator with serial number (B)(4) did not find any significant anomaly. The implantable neurostimulator had a reduced battery capacity due to overdischarge. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.